Manufacturer narrative:
The device currently remains implanted. Should the device be explanted and returned to bsc, this report will be updated.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services has determined the device is malfunctioning, and recommended replacement. No further information has been received at this time, and email correspondence has been sent to the rep for an update.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services has determined the device is malfunctioning, and recommended replacement. No further information has been received at this time, and email correspondence has been sent to the rep for an update. Additional information: several requests were sent to the field rep for an update to this event. No response was received.